Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent driveline infections per the healthcare provider. The patient was admitted for a heartmate 3 pump exchange.